Event description:
(B)(4). I underwent a bilateral salpingectomy/tubal ligation surgery to remove the coils. I was implanted in 2008 and since 2009, I have multiple side effects including, but not limited to, all over body pain, numbness, tingling, loss of sensation in my left side extremities, pelvis, hips, and lower back. Neurological issues including memory loss, forgetfulness, slurred speech, and unable to concentrate. Insomnia, hair loss, frail/brittle nails. I am allergic to nickel and I was not properly informed that the device contained nickel. I break out in unexplained hives, rashes, and boils. Constant burning and sharp pain in my pelvis region. Irregular periods including missing my period for weeks at a time, having multiple periods in one month, and extreme heavy bleeding with blood clots. I have had major issues with my teeth including multiple teeth being removed (5), constant cracking and chipping because the enamel is so week, multiple fillings and root canals. No energy to complete my daily living task.